Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. Upon interrogation, the atrial lead exhibited a loss of capture and loss of sensing. X-rays revealed that the lead had become dislodged due to twiddlers syndrome. The physician elected not to revise the lead. The device was reprogrammed to vvir mode and the patient would continue to be monitored. The patients condition post event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6)b2 the device was reprogrammed to vvir mode.